Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator malfunctioned, and that there was an abnormal pressure alarm observed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator malfunctioned, and that there was an abnormal pressure alarm observed. The device was evaluated, and the engineer discovered that there was an air leakage, caused by deformation of the mouth and nose mask, nose mask. It was reported that the engineer repaired the device, but it was not specified what repairs were performed to resolve the issue. Additional details are being requested.

Manufacturer narrative:
A follow up was performed and the responder reported that the mask (unspecified manufacturer) failed, and that the issue was resolved after the mask was replaced by the hospital. No further details were reported regarding the issue. The device was returned to service.